Event description:
Per received medwatch form filed by user facility: event desc: pt had routine uneventful CABG. Post-op, excessive bleeding was identified. Pt could not be stabilized, suffered cardiac arrest before she could be returned to the or for exploratory surgery. Required CPR-chest opened to find weck hemoclips had loosened, fallen off vein graft. Unable to be stabilized. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
The actual clips used in the procedure were not saved. The applier(s) used to apply the clips was not identified. The lot number(s) of the clips used in the procedure were not identified. A six month customer sales history, for catalog number 523700, was performed and identified the purchase of three different lot numbers. These lot numbers include: 2217806, 2217807, and 2217808. A review was performed for the identified lot numbers from the purchased sales history. There were no non-conformances or deviations in these files. Numerous attempts have been made to acquire add'l info regarding the incident: no add'l info has been provided. If add'l info is made available, teleflex medical will submit a follow up report.